Manufacturer narrative:
Date is approximate. Other applicable components are: product ID :3889-28, lot# va1fk41, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1fk41, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Caller mentioned they saw their healthcare provider to told them that 3 of their 4 prongs/electrodes were working. They reported 1 electrode was damaged. Caller reported the stimulation was throbbing in their legs and they were considering having it taken out. Patient was redirected to their healthcare provider to discuss symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that ¿part of¿ their device was not working and their doctor wanted to have a copy of the device information. No further details were provided. There were no further complications reported or anticipated.